Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited chronic increasing high voltage lead impedance and increased capture threshold. Upon review, the discrimination channel appeared free of noise. Lead replacement during the next device change out was discussed. The patient was stable and will continue to be monitored.